Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient noticed that there was moisture on the pump heads from the cassette and realized that the cassette was leaking. Patient had no adverse effects, his effluent remained clear. Sample is not available; sample was discarded

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.